Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a seed or particle stuck in the air/water channel. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. And correction. Updated fields: b5, g1, h2, h3, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that seed or particle stuck in the air water channel was due to component failure caused by an obstruction or blockage. The customer contacted olympus technical assistance support (tac) via phone. The troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The customer called and troubleshot with tac, the resolution was received, the customer was instructed to first try and perform an extended pre-soak procedure not exceeding 10 hours, to see if this will break or loosen the particle. The customer sent an email stating that after soaking the scope for 15 minutes, she was able dislodge a bunch of seeds that were stuck. The customer asked if after she still had to send the scope in for repair. Email reply was sent to the customer explaining that if she confirmed that all stuck particles were removed from the scope after soaking and brushing, she can continue the normal reprocessing process for the scope and would not have to send in for service. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.